Manufacturer narrative:
The reported events of high pacing impedance and a stylet insertion issue were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet insertion test was performed, and the stylet was able to be fully inserted and removed with no difficulties. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high pacing impedance and the guidewire failed to be advanced into the lead completely. The lead was not used and replaced during procedure. The patient was stable.